Manufacturer narrative:
The device was not received for investigation; however testing and investigation found two potential scenarios that may lead to incorrect values appearing on the display screen. This includes the sequence of the keystrokes during programming or during the use of a stored protocol in the service mode. The affected customers were notified of the potential scenarios via a device correction letter dated november 2, 2005 and the need to confirm each of the programming parameters before the infusion is initiated per the operating instructions. See attached letter.

Event description:
During testing by the biomedical engineer, after entering the number one, the number two was displayed. After the number one was entered again, the display indicated the number one and did not change. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.